Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the nutrition leaked from the welding part between connector and tube on the pump set. It was used for 30 minutes and there was no patient harm reported.

Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. One sample was returned for evaluation. The investigation found that the actual complaint sample had an insufficient amount of glue and did not cover the tube when applied by the operator. The team completed a gemba walk through and found that the root cause came from a poor design of the glue needle due to the size which is too small therefore the operator must be rearrange the glue volume by manually. Corrective actions taken to mitigate the reoccurrence of the issue are retraining of the operator to heighten awareness of the condition and to perform a 100% visual inspection. Additionally, the glue needle bonding process will be improved by increasing the area/size at the end of the glue needle to ensure ease of use for the operator when applying the glue.